Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure wherein the implantable pulse generator (ipg) was removed for an unknown reason. No further information has been obtained at this time.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure wherein the implantable pulse generator (ipg) was removed for an unknown reason. No further information has been obtained at this time. Additional information received indicated the revision procedure was elective. The patient did well postoperatively. The device was not returned as it was disposed of by the medical facility.